Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error confirmed in pump history with variable due to broken trace at u1 keypad assembly. The pump was received with faded and stained serial number label. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay. Traces of corrosion found at the battery tube per visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had high blood glucose. Customer's blood glucose value was 273 mg/dl at the time of the incident. The customer was assisted with troubleshooting and treated by syringe. Customer will return device for analysis.